Event description:
It was reported that pump experienced malfunction alarm. There was no reported impact to customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact technical support again if malfunction alarm returned, which caller acknowledged and understood.